Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a steel cannula infusion set, with a highest recorded blood glucose of 512 mg/dl after announcing cereal, and troubleshooting included tubing priming verification with observed drops and resumption of insulin delivery followed by a site change from the left to the right lower abdomen to avoid suspected lipohypertrophy from repeated site use. Symptoms included no reported clinical symptoms despite high glucose. Outcomes included continued use of the system after site-only change and resumption of insulin delivery, with a plan for follow-up to confirm glucose reduction. Investigation included customer-guided troubleshooting, verification of insulin flow from the cannula, site rotation guidance, and education on avoiding scar tissue. Investigation of this case revealed no leak, occlusion, or visible set damage and suggested impaired absorption at a repeatedly used site as the likely contributor to the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with compromised insulin absorption at a reused infusion area. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.